Manufacturer narrative:
(B)(4). D10: cat# 00877504002 lot# 3243024 biolox delta, ceramic femoral head. Cat# 00625006520 lot# 67283893 bone screw self-tapping. Cat# 00625006530 lot# j7916823 bone screw self-tapping. Cat# 30104007 lot# 67377895 40mm i.d. Size g neutral liner. Cat# 611201030 lot# zb2500620 z1 std col cmtless sz 3. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately two weeks post right hip implantation, the patient was treated with antibiotics due to erythema and fibrous exudate at the incision site. There was no confirmed infection. A course of antibiotics was given out of caution. Issue was resolved at the next follow up approximately one month later. Attempts have been made and no further information has been provided.